Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿. Section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿. Impella cp with smartassist for use during cardiogenic shock. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿. Section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿. Impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.

Event description:
The complainant had impella cp support ongoing for a patient admitted in with acute myocardial infarction/cardiogenic shock. It was reported that there was an access site bleed that prompted the team to re-dress the site and infuse blood products back to the patient. The pump remained on for support. It was also reported that the pump stopped working eight days later. After automated impella controller (aic) to aic transfer, the pump still stopped and could not be restarted. It was further reported that care was withdrawn and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation for the pump stop and access site bleed has been completed. The product was returned for investigation. Data log was not provided for this case run. No physical damage was observed on the returned product. All the motor cable lines were within specifications. Further investigation revealed that the large impeller flap, which is a sign of bearing wear, was present. The pump stopped on the 10th day of implant. The root cause of the pump stop was bearing wear after 10 days of use, which is beyond the 8-day design life per design trace matrix 0046-9910. As per the clinical details, heavy bleeding was reported on the second day of pump use. The doctor changed the dressing and resolved the issue by applying manual pressure. The cause of the access site bleeding issue was not determined since sufficient clinical information was not provided. Corrections to the initial MFR report: g1 MDR reporting contact email.